Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease sharp on radius assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp on radius assessed, as fold flaw opening. And missing piece of shell assessed, as inconclusive. Additional observations: crease fold observed, wear abrasion observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, rupture. Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.